Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the reported issue and replaced the touchscreen to resolve it. Functional testing was performed and the device was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova technician

Event description:
Livanova (B)(4) received a report that the touchscreen of the centrifugal pump 5 (cp5) became unresponsive during a procedure. The perfusionist switched the cp5 with another one and the case was continued without further issue. There was no report of patient injury.